Event description:
Allegedly the patient is experiencing mom complications (right). The patient has scheduled to have the right hip implant explanted in (B)(6) 2014. Additional information received on 05/11/2023: allegedly, due to we received a new information about a revision surgery performed on 2023, we found an invoice of the revision surgery performed on 2014, a conserve a-class bfh head medium neck 40mm (38am4000) and profemur neck neutral long cobalt chrome (phac1204) were implanted, this means the head and neck implanted in the primary surgery were revised. The cup (product ID: 38024854 conserve® plus cup, lot: 108676882, qty: 1) is unsure that was revised.